Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare rep that medical staff have noticed signs of discomfort and slight bleeding in the nostrils of infant pts receiving therapy using the neonatal oxygen therapy nasal cannula (bc2525-20, bc2435-20 and bc2745-20).

Manufacturer narrative:
(B)(4). The complaint oxygen therapy nasal cannulas are not manufactured by fisher & paykel healthcare ('fph'). Fph is in the process of contacting the MFR for further info. We are currently awaiting a response. We will provide add'l info in a f/u report upon receipt of the info requested.